Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Additionally, it was reported that multiple occlusion alarms occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 260 mg/dl.